Event description:
The patient's PICC line would not flush appropriately so the line was to be pulled. This PICC had been placed seventeen (17) days earlier. As the nurse was removing the dressing from the PICC line insertion site, the very tip of the line fell off onto the sterile field. The nurse was able to grab the line while holding the patient's leg down. The top of the PICC line again snapped quickly as the nurse applied pressure to pull out the line. Resistance was met and a small red nodule was noted at the patient's right groin area. The patient was transferred to another facility for removal of the remainder of the line.